Event description:
Pt was having a PICC line inserted in the cath lab. During the procedure the guide wire broke off and was lodged in the pt's right arm. The individual performing the procedure stated that while trying to pull the guide wire back through a tug was felt and then the guide wire would not come back through. It is believed that the guide wire possibly may have gotten caught on something, may be the needle. As a result of the inability to pull the guide wire back through, the pt had to have surgery to remove the device from their arm.